Event description:
It was reported that a spectrum pump had "keypad damage" during an unspecified process step. The keypad was not unresponsive and was not physically damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5, d1, g4. B5: the device associated with the customer reported event was a spectrum iq infusion pump. Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, a soft key was found to be inoperable. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.